Event description:
A pump alarm, specifically alarm 20, was reported during insulin pumping. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to load a new cartridge using the correct technique, and they successfully resumed insulin therapy.